Event description:
It was reported that during a pci procedure, deflation difficulties were encountered while attempting to rewrap the maverick2 balloon outside of the body. The lesion being treated was a 99% stenotic lesion in the left anterior descending artery (lad). The maverick2 balloon was used for the initial inflation to unk atms, and was deflated with no difficulty. The balloon was removed from the patient, and was inflated for rewrapping when the deflation difficulties were encountered. There were no consequences to the patient, and another device was used successfully. Patient status was reported as "good".

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant info is received, a supplemental MDR will be submitted.